Manufacturer narrative:
On (B)(6) 2015 consumer reported to the medwatch program that they stopped using the device after their left molar started to hurt. Consumer stated that they saw their dentist, who gave them some toothpaste for sensitive teen. Consumer stated that the pain worsened to the point where they could not sleep because of the pain. Consumer stated that their dentist referred them to an endodontist, who x-rayed their molars and determined that one was cracked and that they needed a root canal. On january 20, 2016 received medwatch letter. On january 21, 2016 searched call center complaints, no record of consumer contacting philips with their complaint. Added complaint to database, requested that a claims agent reach out to the consumer in attempt to retrieve the product for evaluation, as well as gather more info.

Event description:
On january 20, 2016 received mw5058762. Reporting consumer stated that they had purchased and used a sonicare power up electric toothbrush in the fall of 2014. Consumer stated that it caused their left molar to start hurting shortly after. Consumer stated that their dentist referred them to an endodontist, who x-rayed their molars and determined that one was cracked and that they needed a root canal.